Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. Operative reports have been received and attached to the file.

Event description:
It was reported that a 32 year old female patient with history of morbid obesity (bmi 52.77) who underwent a laparoscopic sleeve gastrectomy. Operative note indicates gastrectomy was initiated 5cm from the pylorus firing transversely using the ¿ethicon 60mm linear cutter,¿ and seamguard was used for staple line reinforcement. A bougie was passed down into the sleeve, which was followed with repeated firings of the 60mm stapler until the gastrectomy was completed. The surgeon ¿inspected the staple lines and they all looked good¿ with no evidence of bleeding. No difficulties noted with use of stapler. 3 weeks post op, patient presented to emergency room and CT scan revealed a 7 cm air-fluid collection to the left of the stomach suspicious for an anastomotic leak. An endoscopy revealed a small fistula opening with a visible staple near the angle of his and an esophageal stent was placed. A follow-up fluoroscopy revealed no evidence of leak. The patient was discharged but returned to the hospital two days later due to generalized fatigue and a fever. CT scan showed redemonstration of a left lateral perigastric abscess measuring 7.8 x 6.1 cm, a small left-sided pleural effusion, and a developing infectious intrapelvic fluid collection/abscess. An additional endoscopy was therefore performed to place an additional stent. At 5 weeks post op, an upper gi fluoroscopy showed persistent leakage of contrast from the proximal stomach at the level of the gastric cardia entering the left lateral proximal gastric fistula measuring 5 mm. A follow-up endoscopy at 7 week post op showed a persistent 12mm gastric fistula communication with a contained perigastric cavity treated with tpn.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2023. D4 batch # unk. B3: only event year known: 2016. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.